Event description:
The customer reported damage to the back part of the insulin pump. The insulin pump was not dropped or bumped. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a loose drive support disk and missing end cap sticker.